Event description:
A customer observed lower than expected vitros phyt quality control results on a vitros 5,1 fs chemistry system. Lower than expected vitros phyt results were obtained from the vitros tdm pv I fluid (5.4 vs 8.4 g/ml), the vitros tdm pv ii fluid (6.2 vs 14.8 g/ml), the vitros tdm pv iii fluid (8.6 vs 32.0 g/ml), the mas level 1 fluid (4.5, 4.8 vs 8.0 g/ml), and the mas level 2 fluid (6.4, 6.3 vs 18.3 g/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros phyt while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt quality control results were obtained on a vitros 5,1 fs chemistry system. It could not be ruled out that the immuno-wash fluid reservoir in use at the time of the event had been in use for greater than 72 hours, the maximum duration allowable per the device labeling. After replacing the immuno-wash fluid reservoir and recalibrating the same reagent lot, acceptable vitros phyt performance was observed. There was no evidence to suggest a malfunction of the vitros 5,1 fs chemistry system or vitros phyt reagent. The most likely cause of this event is user error in not performing required maintenance for the immuno-wash fluid module per the device labeling.